Manufacturer narrative:
The clock not set event resulting in a system stop is addressed in MFR # 2916596-2021-01677. The no external power event is addressed under this report. Manufacturer investigation conclusion: the reported event of the backup battery usage count increasing from 93 to 111 was confirmed via analysis of the log files. The dates of the data in the periodic log file could not be determined due to the clock being reset several times; this is addressed via the report for the heartmate pump (MFR # 2916596-2021-01677). The backup battery usage count was observed to increase from 93 to 111 throughout the duration of the periodic log file; this indicates that several losses of external power resulting in the backup battery activating to supply power to the system had occurred. The events leading up to the backup battery uses were not captured as the periodic log file only records data at specified time intervals rather than upon the occurrence of an event; therefore, the exact cause of the losses of external power could not be conclusively determined through this analysis. The event log file contained approximately 36 minutes of data (21:59:19 ¿ 22:34:12 on (B)(6) 2000 and 11:55:17 ¿ 11:57:00 on (B)(6) 2020 per the timestamps). The clock was first set to the appropriate time and date on (B)(6) 2020 at 11:55:17. The timestamps of the events prior to (B)(6) 2020 at 11:55:17 are inaccurate due to a previous clock reset that was not captured in the event log file due to being overwritten by newer data; the clock reset is addressed via the report for the heartmate pump (MFR # 2916596-2021-01677). The event log file did not capture any losses of power or uses of the backup battery. The system controller was not returned for evaluation. Multiple requests were made to obtain additional event information (including if there were any device issues identified); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the clock not set, low voltage advisory/hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. Heartmate iii instructions for use (IFU) section 6 ¿patient care and management¿ contains a section ¿preparing for sleep¿, which states that the patient must always connect to the mobile power unit or power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device's log files captured a number of controller clock corrupt events, and the backup battery usage count had increased from 93 to 111. The log files showed that the patient had never been connected to a mobile power unit or power module. Technical services suggested that either the patient may have allowed the backup battery to drain (causing the clock to reset). Further review of the log file indicated that the clock not set alarms were associated with total losses of power to the system (loss of external power and backup battery depletion), and did not indicate an issue with the system controller. There were additional no external power events that did not progress to total losses of power to the system and associated pump stops/clock resets. Related manufacturer report number: 2916596-2021-01677.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files captured a number of controller clock corrupt events, and the external backup battery (ebb) usage count had increased from 93 to 111. The log files showed that the patient had never been connected to a mobile power unit or power module. Technical services suggested that either the patient had often allowed the ebb to drain (causing the clock to reset), or there was an issue with the controller/ebb.